Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during implant, the set screw for the right ventricular lead slot made cracking and ticking sounds and would not tighten. On the fourth attempt to turn the set screw the set screw did tighten, but the physician decided to complete the procedure using a new device. The patient was stable following the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. Analysis was normal.